Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing hyperglycemia of 32 mmol/l with a mild case of ketoacidosis. Caller alleges lacking an alarm from the pump when insulin delivery was suspended due to battery error. Caller reported he went to the hospital for treatment of feeling unwell; was treated with insulin and help keeping ketones down; was not admitted. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.